Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to door not fully latched messages which was what "door latch malfunction" most likely referring to. The alarm was confirmed and reproduced while attempting to shut the door. The door latches close but force required to secure door is above expected levels. The door hooks and latch pins were replaced.

Event description:
It was reported that a spectrum pump had a door latch malfunction. It was also reported there was no patient involvement.